Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated by npd engineering. Visually, it was observed that the adjusting suture was frayed and broken thus confirming the complaint. It is unknown whether the surgeon was pulling on the suture with hands or using snaps. There are a few possibilities as to what might have caused the suture to break. One possible explanation could be that the surgeon increased the adjusting force due to a tight graft to tunnel fit. There is also a possibility that the tunnel was not cleared of the debris which may have lead the surgeon to increase the adjusting force. In the scenario that the break happened outside the joint space, it is possible that the surgeon was using snaps for adjusting, thus creating a stress point and causing the break. However, with no information available regarding the technique used, apart from the above possibilities, we cannot discern a definite root cause at this point for this failure. A review of the device history record indicated that this batch of devices was processed without incident; an ot was opened with no link to this complaint. No nc was opened. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email the thread loop broke during using in the anterior cruciate ligament reconstruction under knee arthroscopy. Changed another one to complete. There is no report on patient's injury.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected UDI: (B)(4).